Manufacturer narrative:
Tandem¿s t:slim user guide describes how to remove air from the cartridge using the syringe. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred after the customer forgot to remove air from the cartridge during the load sequence. Customer's blood glucose was 170 mg/dl. Reportedly the customer loaded a new cartridge on the pump. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.